Manufacturer narrative:
(B)(4). Device implanted past labeled expiration date. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a mid-left anterior descending (lad) coronary artery perforation. A 2.8x19mm graftmaster stent was implanted, sealing the perforation. This stent was used past its labeled expiration date. Per physician, the graftmaster device did not cause or contribute to complications or adverse events. There was no device malfunction reported. No additional information was provided regarding this issue.